Manufacturer narrative:
H3: analysis of the 64002 pocket adapter (B)(6) revealed conductors were broken in the body and the distal end of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a medical history of dystonia underwent a procedure for replacement of a neurostimulator. Preoperative impedance measurements indicated open and short circuits. During the replacement procedure, a break was observed in the 2x4 pocket adaptor wire, and the pocket adaptor was found to be damaged from the abdominal placement. The 2x4 adaptor was replaced, which resolved the impedance issues. No patient complications have been reported as a result of this event.